Event description:
New information notes that the patient no longer needed an ICD and requested system removal. The physician recommended against removal and programmed the system off. It was later reported that the patient saw a different physician for system removal and expired during the lead explant procedure. No further information is available at this time.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. The ICD was programmed off and the patient was admitted for lead revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.